Manufacturer narrative:
Product analysis : analysis was able to confirm that the programmer shuts down, it was identified that the radio frequency head cable caused the programmer to shut down . The cable was out of electrical specification . The cable was replaced and the device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during maintenance check it was identified that the programmer turns off. The programmer was returned for analysis. There was no patient involvement. The rf head was returned as part of an associated device and subsequently tested out of specification during manufacturer's analysis.